Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer accidently initiated a bolus which subsequently decreased their bg level. Bg was addressed via consumption of juice. The customer was instructed to consult with healthcare provider regarding bg level.